Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller initially attempted charging the pump using a wall outlet, but it did not work even after plugging it in for 30 minutes. A different wall adapter did not resolve the issue, but using a non-tandem wall adapter and charging cable finally worked. Tandem technical support advised against using third-party charging supplies and agreed to send a replacement tandem wall adapter and charging cable.